Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open while establishing final arm angle/efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve; however, the clip opened while locked when establishing final arm angle/efaa. Troubleshooting was performed, but the second efaa failed again. Therefore, the cds was removed with the clip attached. The procedure continued with a new clip. One clip as implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The results of the return device analysis did not confirm the reported unintended movement issue as the device functioned as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.